Event description:
It was reported that the procedure was to treat a 90% stenosed, de novo lesion with heavy tortuosity and moderate calcification in the distal left anterior descending artery (lad). After adequate pre-dilatation with a 2.5 x 15 mm balloon, the 2.25 x 15 mm xience xpedition stent was deployed; however, a dissection occurred. A xience prime stent was used to cover the dissection. Post-dilatation was performed with a 2.5 x 15 mm non-compliant balloon. The procedure was completed successfully. The patient is doing fine. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Intimal dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. The lot history record was reviewed for the reported lot and there is no indication of a product quality issue with respect to manufacture, design or labeling.